Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not delivering the right amount of insulin. Customer¿s blood glucose level was 230 mg/dl. Customer stated that parameters were entered correctly. Customer reported the correction bolus was incorrect. Customer did some adjustment on bolus with healthcare professional's advise. Customer was advised to the carbohydrate ratio may need to be adjusted by healthcare professional. Customer was advised to the bolus wizard adjusts the correction bolus based on insulin sensitivity and target blood glucose. The insulin pump was not returned for analysis.